Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). After a 4.0/20 promus premier stent was deployed, a 15mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for post dilation and was initially inflated at 12 atmospheres. During the second inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).